Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, prograsp forceps cable was broken. The instrument was immediately removed from the field and the field was inspected for retained material. Nothing was noted. The instrument was removed from the table and replaced with a backup da vinci instrument. The procedure was completed with no reported injury.